Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Refer to MFR report # 1627487-2014-01548. The patient has two systems implanted (occipital and thoracic). It was reported that the patient experienced uncomfortable over-stimulation when sitting up and regardless if stimulation is turned off. Diagnostic testing revealed normal impedances on all contacts. X-rays were ordered. Reportedly, results identified one of the thoracic leads had migrated. Follow-up revealed surgical intervention was undertaken on (B)(6) 2014 and the lead was repositioned. Effective stimulation was achieved postoperatively. The issue is resolved.